Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report inaccurate cgm readings on (B)(6) 2013. The patient claimed inaccuracies were ranging 90-110 points off and reported the following discrepancy: cgm reading at 338 mg/dl and blood glucose meter reading at 249 mg/dl. At the time of the call to dexcom technical support, no medical intervention or injuries were reported.